Manufacturer narrative:
(B)(4). Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller.

Event description:
Information received by medtronic indicated that the insulin pump had flashing blank display. The customer stated the battery cap was neither corroded nor damaged. The display was blank for less than 30 seconds and then returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.